Manufacturer narrative:
Concomitant medical products: dtma1d4, crtd; implanted: (B)(6) 2019, 511211, boston scientific lead; implanted: (B)(6) 2019, 511211, non-defib lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold and a lead impedance warning for high and undefined impedance in bipolar configuration. The ra lead remains in use. No patient complications have been reported as a result of this event.